Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. .

Event description:
Healthcare professional reported implanted two resterilizable sizers into a patient in error- they mistook them for implants. "They caught this prior to the patient leaving the or and the sizers were removed and our implants were implanted in place of the sizers." This is for the left side.